Manufacturer narrative:
A ge service representative performed an on site investigation. The power outlet used has a known power issue. The customer was advised to not use that outlet.

Event description:
The customer reported that the 9900 system had no image or power and made a load buzzing noisy. No patient injury was reported.